Event description:
On (B)(6) 2013, it was reported that this patient was experiencing extreme pain and choking sensations that began after lead implant on (B)(6) 2013. (The lead revision is captured in MFR report #1644487-2013-01357). The patient had been experiencing pain and was under observation in the hospital for the pain and choking sensation. The patient was able to communicate that the pain was in her neck/ear area. The device was programmed on after the (B)(6) 2013 surgery. It was also stated that the patient was beginning to tolerate the pain and choking better than a few days prior and that the physician turned down the output current slightly to alleviate pain.

Event description:
Attempts for additional information have been unsuccessful to date.